Event description:
It was reported that the patient underwent a surgical procedure in which the existing ambicor penile prosthesis (app) was removed and a new tactra penile prosthesis was implanted due to a concern in the device position of the cylinders and pump. The patient was said to be unhappy with the device as there were higher expectations. There were no device issues due to this malposition and the patient did not experience adverse events.